Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon device interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead had dislodged. The lead was successfully repositioned on (B)(6) 2015. There were no complications to the patient during or after the case.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.